Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer¿s blood glucose value was 110 mg/dl. Reportedly, a new cartridge was loaded to address the event.